Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown baclofen (1,000 mcg/ml at 808.1 mcg/day) via an implantable pump for intractable spasticity. It was reported that he felt like the pump wasn't working as well as it once did. Healthcare provider (hcp) ordered a dye study and roller study and they came back normal. The cause is unknown and the pump was replaced.